Event description:
It was reported during a da vinci si hysterectomy procedure, the tip on the megasuturecut needle driver instrument would not open. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode. Evaluation found the tips would not open. One grip close cable is broken at the distal idler pulley. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.